Event description:
It was reported during a software upgrade the cardiosave intra-aortic balloon pump (iabp) was unable to power up. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) performed d.00 software upgrade. Power management board successfully upgraded to d.00. Unit unable to power on with ac power, but able to on with battery power. Replaced power management board (older version) and tried to power on. Unable to power on. Replaced solenoid control power. Unable to power on. Replaced front end board, unable to power on. Replaced executive board, unable to power on. Replaced back plane board, unable to power on. It was noted that after replacing the solenoid board, front end, and executive board, whenever a battery was slotted in and tried to power on the unit auto turn on and it will be followed be a loud error sound. Unit declared faulty until further repair, and these findings will be taken back to factory for investigation and advise. Fse will be continuing to fault find once factory has given advice for this fault. On 23/10/23 after replacing power management board, solenoid board, front end, exe board and back plane board which yield no result, it was determined that the power slot interface board was causing the power issue. Power slot interface board no stock, will be replacing once parts have arrived on 9/11/23 attempted to replace power slot interface board. No positive results shown, similar errors replaced backplane board, power management (with a.00 software), motor control board, solenoid control board, alarm daughterboard. Unit still having auto power up and having error sound traced 20pin cable from power interface board to back plane board cable is ok. Will take back findings and consult for further advice. On 10/1/24 managed to power up to special activation menu and clinical mode. It is done by isolating every module till the following modules remaining - front end board(d.00) - exec board (d.00) - backplane - pmb (d.00) - power slot interface board - printer interface board - alarm daughter board- and all wiring that connects these modules (all newly replaced) but it is noted that power up and down sequence is still wrong. Unit will auto power up when battery is slotted in there will be a beep sound as though user pressed the button but there will be no green led on button if user didnt press the button within 3 seconds, there will be a loud technical alarm sound and have to force shutdown once user press the button within 3 seconds, the unit is able to load to clinical or special activation menu but when user try to switch off the unit by pressing and holding the green power button, unit cannot be turned off without pulling out the battery forcefully it is also noted that the green button led still flashes 4-5 times, as though it acknowledges that user want to power down the unit, but in fact the unit is still on, and able to operate since then, in the following order, back plane -> pmb (a.00) -> exec board (b.14)+ front end board (b.14) has been replaced and yield no positive results. New wiring has been checked for continuity and no breakage found on 16/2/24 after discussion with factory on this unit, factory has summarised that there might be a short circuit within the solenoids, as 4 solenoid boards were burnt in this case while fault finding. Found a wire pinched in pim. It was very likely that this wire was pinched while changing the tidal volume disk as a result of human error hospital cart power supply( d014-00-0258 ), pim( d997-00-1178 ), solenoid board(d670-00-1161 ), pmb(d670-00-1162 ) with d.00 and pim cable to backplane was replaced and no burning or beeping sound occurence happened. Performed system check and calibration. Unit tested passed iaw factory spec.

Manufacturer narrative:
The failure analysis and testing dept. Received the following parts associated with this complaint: pn 0670-00-1162 rev. J, sn (B)(6), pn 0997-00-1178, sn (B)(6), pn 0670-00-1161 rev. A, sn (B)(6) parts were received with a reported failure of being unable to power up. Pim cable was also shorted to ground. The fat performed a visual inspection and found pn 0997-00-1178 to have a damaged wire. Confirmed the reported issue for this part. Retaining this part in the failure analysis and testing department per procedure. The fat installed pn 0670-00-1162 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Did not confirm any reported issue for this part. The fat installed pn 0670-00-1161 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Part powered up successfully but was found to be faulty due to the autofill failing. Sending the boards to the supplier for failure analysis per procedure. The failure analysis and testing dept. (Fat) received the supplier evaluation for part number 0670-00-1161 pcb, solenoid control serial number (B)(6) and part number 0670-00-1162 pcb, power management, rohs serial number (B)(6). For part number 0670-00-1161 pcb, solenoid control serial number (B)(6), the supplier found that q7 was shorted (burned). The fat dept. In it's initial investigation had found the patient interface cable was shorted to ground. The probable cause of q7 shorting was due to the pim cable being shorted to ground. For part number 0670-00-1162 pcb, power management, rohs serial number (B)(6), the supplier found that q31, and q33 was defective. Again, probable cause was a shorted pim cable. Retaining the boards in the fat dept. Per procedure.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a